Event description:
On 1/21/98, source called nellcor puritan bennett to report one of their ventilators had stopped cycling with no leds or audible alarms after high pressure alarm went off for about a two minute period, per clinician. Dealer was unable to duplicate this problem when using test lung.